Event description:
Caller reported that a malfunction occurred on the pump. The impact on the customer's blood glucose level was not reported. Technical support provided assistance by guiding the caller through resetting the pump, although the malfunction code reappeared after the reset. The customer did not receive a replacement pump from technical support as there was already a new pump on the way. Meanwhile, the caller's daughter will use multiple daily injections (mdi) and contact their healthcare provider as advised. The case was then closed by technical support.